Manufacturer narrative:
The manufacturer was notified about the event on oct 19, 2017. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic lung procedure. The stapling device was being applied to the blood vessels. The stapler was not able to fire. The surgeon was able to press the green button and was able to squeeze the handle. In order to resolve the issue and complete the case, reuse a device. There was no patient harm. The patient outcome is alive, no injury.